Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm and also had prime anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were unable to exit the preparing to prime loop. Customer unable to describe drive support cap was normal. Customer stated that they were not able to exit the preparing to prime loop. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, loose/protruded drive support disk.